Manufacturer narrative:
(B) (4)the pump will be sent to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4) the uim (user interface module) software (B) (4), categorized as colleague 2006. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is that per the event history log, at the time of operation the pump was run on batteries and not on ac (alternating current), the pump had battery depleted set alarms due to damaged batteries. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-04944 for the associated device information. It was reported to boston scientific corporation that a percuflex biliary drainage stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of (B)(6) female patient. During the procedure, after crossing the stricture, the physician noticed immediately that the stent was damaged. The device was withdrawn and a second percuflex biliary drainage stent was inserted into the common bile duct. After crossing the stricture with the second device, the stent was also observed to be damaged. This device was withdrawn and the procedure was successfully completed with a third percuflex biliary drainage stent with no reported patient complications.

Event description:
The customer's director of materials reported to the service depot on (B) (6) 2009 that a pump had battery failure. This event occurred during patient therapy in the medical/surgical area while the patient was connected. The pump was running on ac (alternating current). The infusion was interrupted for an undetermined period of time. The patient was infused with normal saline solution. When the pump alarmed, it was unplugged and swapped out with another pump. The infusion continued with the new pump without any further issues. According to the customer, there was no adverse event, patient injury or medical intervention associated with this report. There is no additional information available.